Event description:
It was reported to philips that system would not power up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to power up. Upon troubleshooting, the fse checked the direct current power supply (dcps) and found that there was no 24-voltage power supply in the m cabinet. To resolve this issue, fse replaced the dcps. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.